Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and vibrate anomaly. The customer¿s blood glucose level was 136 mg/dl. The customer stated that the insulin pump kept a making noises and when he rewind pump the motor was really loud. The customer stated that they replaced battery and pump made a constant tone after battery change. The customer stated that they received an insert battery alert prior to constant tone. The insulin pump will not be returned for analysis.